Event description:
As reported, during a holmium laser lithotripsy for the left ureteral calculi and using a ngage nitinol stone extractor, the basket did not function. The control switch of the extractor did not work. The device has been placed into patient and opened/closed many times before it eventually failed. The procedure was completed by using another new device. No adverse effects to the patient have been reported.

Manufacturer narrative:
Occupation = non-healthcare professional - unknown. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during a holmium laser lithotripsy for the left ureteral calculi and using a ngage nitinol stone extractor, the basket did not function. The control switch of the extractor did not work. The device has been placed into patient and opened/closed many times before it eventually failed. The procedure was completed by using another new device. No adverse effects to the patient have been reported. Corrected information: h6 (annex g). Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the returned device was also conducted. The complaint device was returned with the handle in the open position. The basket formation was in the closed position. The support sheath was curved and the fittings were right. The cannulated handle protrudes the collet knob 3 millimeters. The handle did not actuate the basket formation. Upon disassembling the handle, the support sheath and basket sheath were no longer adhered together and glue was visible on basket sheath. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: important: excessive force could damage device. It was found that the basket sheath and orange support sheath had separated, preventing the basket from functioning. Cook has concluded that the cause for the separation of the two sheaths could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.